Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer required corrective maintenance, repair. The stylus tip was missing, the stylus was replaced. It was also determined at analysis that the keyboard cover plate was missing, and the upper left and right hinges were worn. The bullet assay was broken, and the paper tray was empty. The radiofrequency head cable was worn out, the cores were twisted inside the cable but still working. The anti-slip layer of the radiofrequency head had been ripped off and the paper tray was nearly empty. The software was installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance, repair. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.